Event description:
It was reported the patient ((B)(6)) was unable to recharge the ipg. A replacement charger did not provide resolution. It was noted the patient did not experience a loss in stimulation due to this issue. In turn, the patient underwent surgical intervention on (B)(6) 2015 to reposition the ipg which resolved the issue. The date the patient began experiencing charging issue is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.